Event description:
It was reported that a flogard infusion pump was observed exhibiting "not function channel", which can be identified as an f-38 alarm code. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed on this device. The reported problem of ?not function channel? Was confirmed in the sample evaluation and event history log review as a failure code f38. The cause of the reported problem was identified as damaged force sensing resistors (fsrs). The fsrs were replaced to resolve the issue. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.